Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that this patient presented to the ER due to shocks in (B)(6) 2017. Interrogation showed that the crt-d was almost at eri. In (b)(6 2017 the patient was shocked again and after interrogation the battery was at 3%. The ICD was explanted.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eri, 227 charging cycles were recorded to the device memory. The amount of charge taken from the battery was verified, indicating the battery status eri to be normal and as expected. The inspection of the ICD memory revealed no anomalies. The available iegms showed a regular device behavior while the device was implanted and in service. There was no indication of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The analysis of the available iegms showed a regular device behavior while the device was implanted and in service. There was no indication of a material or manufacturing problem.